Manufacturer narrative:
(B)(4). Date sent: 6/14/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: patient went home next day, no consequences. Surgeon confirmed this information.

Event description:
It was reported that during an unk procedure, the surgeon fired slr and anvil side of buttress did not engage with the staples and therefore did not incorporate into the staple line. That half of the buttress was connected at the beginning of the staple line but the remainder just flapped on the back side of the staple line and had to be cut off. No issues with loading the device. The surgeon decided to suture over the entire staple line of the sleeve. The surgery was delayed by 20 minutes and completed successfully. No patient consequences were reported.